Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered infusion set occlusion at the site. Patient replaced infusion set and resumed insulin successfully. No further information available